Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking. It was stated that the infusion set cannula fell on its own.

Manufacturer narrative:
E1: establishment name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.